Event description:
Information received indicates three brake casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician replaced the three brake casters to repair the stretcher.